Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Adverse event problem - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_12.6; -3.50/+2.00/91 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports there was loss of bcva. On (B)(6) 2022 the lens was explanted. On this same date in a separate surgery a replacement lens of the same length but different power was implanted and this resolved the problem. The cause of the event was reported as unknown.